Event description:
Information received by medtronic indicated that insulin pump was damaged. The type of damage was scratch on the screen. Customer stated that the scratch was on display. Customer stated that they could read the display. Customer stated that the insulin pump did not functioned as designed and was unable to restart. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.